Event description:
It was reported that after advancing a 5x40x80 armada balloon dilatation catheter over a non-abbott guide wire to a lesion in a left arm arteriovenous fistula, dilatation was performed, however, when attempting to deflate the armada by applying negative pressure using a non-abbott inflation device, the armada balloon did not deflate and the armada was not able to be withdrawn. The physician punctured the same vessel where the balloon was positioned, then directly popped the armada balloon with an unspecified introducer needle. The armada was subsequently withdrawn and the procedure was considered completed, as the target lesion was treated by the same armada. There were no adverse patient sequelae, however a clinically significant delay in completing the procedure occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 035 benton. Inflation: boston scientific. It is indicated that the device is not returning for evaluation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore, the difficulty in deflating the balloon could not be confirmed. Additionally, a search of the lot history record could not be conducted since the lot number was not provided. Based on the limited information provided and without the product to examine, a definitive cause for the reported deflation difficulties cannot be determined. However, since an expanded related record review and investigation indicates a potential product issue related to slow balloon deflation, further assessment per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.